Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced shocking and pain at the ipg site following a fall. In turn, the patient had the scs system explanted (exact explant date unknown) sometime in 2015. That is all the available information at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.